Manufacturer narrative:
Zammar, s., buell, t., chen, c., crowley, r., ding, d., griessenauer, c., . . . Simon, s. (2018). Outcomes after off-label use of the pipeline embolization device for intracranial aneurysms: a multicenter cohort study. World neurosurgery. Doi:10.1016/j.wneu.2018.04.012. The pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00428. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of complications during or after pipeline placement. The purpose of this article was to examine the outcomes of the pipeline embolization device (ped) when used for 'off-label' indications. The authors identified 109 patients who underwent 'off-label' ped placement; reasons for off-label use were aneurysm size, location, or both. Of the 109 patients, 83.5% were female and 16.5% were male; the mean age was 54.4 years. The article notes the following complications: - one patient experienced an intraprocedural thromboembolic event - one patient experienced occlusion of pcom and a1 during the treatment of an ica-cavernous aneurysm. The administration of abciximab was successful to return the flow in this case. - four patients required further treatment sometime post-procedure. In addition, the article notes that mrs decline post-procedure occurred in 18.8% of the cases.